Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 15 mg/ml concentration at 6.804 mg/day dose, clonidine, 1000 mcg/ml concentration at 453.6 mcg/day dose and bupivacaine, 10 mg/ml concentration at 4.536 dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an empty pump. The patient was hospitalized for unrelated pump issue and unknown to the rep. While in the hospital, his pump ran out of the medication. The environmental/external/patient factors that may have led or contributed to the issue were that the patient had been in the hospital for several weeks. The pump was read to confirm that it was empty. The patient was still in the hospital for unknown to the rep medical issue. At the time of this report, the issue was not resolved and patient status was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that there was correction to the report: the pump was adjusted by the hcp while the patient was in the hospital to make the medication last and it was filled today. The empty pump event was resolved. It was confirmed with the office. No further complications were reported.